Manufacturer narrative:
(B)(4).

Event description:
Procedure: sleeve gastrectomy. According to the reporter: this case is related to (B)(4). During the last firing with a non-reinforcement reload egia45amt, the proximal staples did not form correctly. Due to the incorrect staple formation, there was a slight bleeding which was solved by suturing manually. No staple did fell in patient cavity. Less than 30 minute delay due to the problem. No blood loss of 500cc or more due to the product problem. No tissue loss or damaged. No adverse event reported due to the issue. Patient status is correct. No reinforcement material used. All this used with system idrive: idrvultra1 lot no. C2014g015 and egiadapt lot no c2014g034.